Event description:
A customer reported encountering a cgm error 42, but it was noted that the pump had not recently come out of storage mode. A complete pump reset was conducted with the guidance of technical support, and after the reset, the error did not reappear. Technical support advised the customer to wait 20 minutes before starting their sensor session, which the customer understood and acknowledged. There was no adverse impact to the customer's blood glucose level.